Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider clarified that patient's interstim was implanted for urgency and frequency of urination. The hcp also stated only one lead was implanted in patient. The patient was possible referring to electrodes been broken. The patient was last seen in (B)(6) 2019 and has not followed up as directed. The hcp's office were not made aware of any issues with the device prior to the receipt of the document. The hcp has not seen the patient regarding these reporteddevice issues and symptoms. The cause of lead broke and symptoms were indicated as unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1shp2, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jun-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. The patient reported that she went to see her hcp (healthcare professional) last week. Caller states she went to the hcp because she had been having a lot of urine and going to the bathroom a lot more. Caller states the ins is giving her a shock and she is not feeling the stimulation. Caller states she cannot walk, could barely walk when the ins is on because of the shocking. Caller also mentioned the ins is shutting off on its own. These issues had been going on for a few months, at least 3 months and the issues were related to positional movements. Patient reported the hcp told her the ins was off and the caller states she did not turn the ins off, and the hcp told her 3 of the leads are broken. (It was noted per patient registration that only 1 lead was registered as implanted). Caller states she had the ins implanted for interstitial cystitis. No further complications were reported or are anticipated.